Event description:
This device was received at the sterilization site without a "ees" number. It was reported that (1) device was used during an unknown procedure. It was reported by the customer that surgeon stated that there was a problem with putting the 512sd through the abdominal wall. There was no consequence to the pt when the device malfunctioned.